Event description:
It was reported that the customer had a button error alarm on his insulin pump. The customer's blood glucose level was 229 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. No further tests could be performed due to blank display. The insulin pump received with minor scratched display window, broken reservoir tube lip and missing end cap sticker.